Manufacturer narrative:
No button error alarm noted. The insulin pump had an intermittent act button due to corroded keypad trace. The insulin pump had moisture damage on lcd board and interface board. No moisture damage noted on motor assembly. The insulin pump had a cracked reservoir tube lip and minor scratches on lcd window. \

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the insulin pump may have been exposed to moisture. The blood glucose level was not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).